Manufacturer narrative:
The report received from the affiliate indicated that while preparing for an interventional endovascular procedure, when the palmaz genesis 7.0 x 18 stent mounted on an amiia balloon catheter was opened, the stent struts were noted to be flared in between the proximal and mid segment. There was no reported patient injury. A genesis 7 x 15 was used to successfully complete the treatment of the 80% renal stenosis. There was no patient injury. The complete assembly was returned. The product was returned for inspection. A non sterile palmaz genesis 7 mm x 18 mm was received coiled inside a plastic bag. The shaft of the catheter was kinked. The stent was mounted on the balloon, the struts were not uplifted, and no damage was observed on the stent. No other visual anomaly was observed on the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent damaged was not confirmed. The exact cause of the kink on the shaft of the catheter could not be conclusively determined; however, it does not appear to be related to the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1008243 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Subassembly pg1870pmw; lot r0908259 was reviewed. No issues were noted that were considered potentially related to the reported complaint. Neither excursions nor nonconformance records were issued for these lots. No anomalies potentially related to the reported complaint were observed in the stent crimping operation, during the manufacturing records review. Stent retention tests performed during manufacturing process were found to be passing. It is likely that procedural/handling factors, possible the post procedure handling, could have contributed to the kink on the shaft. No conclusion can be made regarding the reported stent flaring since with analysis of the returned device flared stent struts were not confirmed. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that while preparing for an interventional endovascular procedure, when the palmaz genesis 7.0 x 18 stent mounted on an amiia balloon catheter was opened, the stent struts were noted to be flared. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1008243 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot r1008243. No non-conformance records were issued for this lot. Subassembly (B)(4); lot r0908259 was reviewed. It was observed during review of this lot that two units were rejected. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. Neither excursions nor non-conformance records were issued for these lots. No anomalies potentially related to the reported complaint were observed in the stent crimping operation, during the manufacturing records review. Stent retention tests performed during manufacturing process were found to be pass.